Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device had a bad quantum board (qb) and cosmetic wear and tear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the serial digital interface (sdi) inputs and the composite ports of the high-definition lcd monitor were not working, customer could not get an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the report of ¿no image¿ occurred because the serial digital interface (sdi) inputs and composite ports did not work due to a faulty circuit board/printed circuit board (qb) board. However, a root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.